Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the customer requested, that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty processor pca. Customer resolution and conclusion: based on the conclusion of the investigation. It was determined, that this was a malfunction of the processor pca. The processor pca was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.